Event description:
The customer reported that the therapy cable failed opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the therapy cable failed opcheck.. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.